Event description:
It was reported that the device had rapid battery depletion, no telemetry, rate drop below the programmed low rate and that the pt alert was sounding. The device was explanted and replaced. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on the analysis results. Evaluation summary pnr600076s arcing occurred at the connection point between the positive side of the high voltage capacitors and the hybrid. The arcing damaged the device and caused the high alert alarm to activate which in turn accelerated the current drain of the battery. The actual cause of the arc was not determined.